Event description:
During a rotator cuff repair procedure utilizing the twinfix ultra pk 5.5mm w/ 2 ub-bl &blk, it was reported that two peek anchors broke. One hole was left empty and a second site contained a broken tip. The sites were prepped using a tap and the patient¿s bone quality was reported to be very good. The surgery was completed using another entry point for the back-up titanium anchor. There were no reported patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation, although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Two twinfix ultra pk 5.5mm w/ 2 ub-bl &blk devices were returned for evaluation of the reported complaint mode, ¿broken implant¿. Two insertion devices were received ¿ one with the broken anchor off and the other with the broken anchor still attached. The anchors are broken at the distal tip and the complaint is visually confirmed. Functional testing and dimensional checks are not required. The patient¿s bone quality was described as ¿very good¿ and the site preparation reported was with a 3.8 mm awl. Very good bone quality is considered synonymous with hard bone in which a drill and awl-dilator are recommended as preparation. Per IFU 10600571, ¿when a larger hole is required, as in the case of hard bone, reusable drills and awl dilators specific to the suture anchor are sold separately. Ref 72201707, 4.5 mm spade tip drill and ref 72202634, 5.5/6.5 awl-dilator.¿ a review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).